Event description:
It was reported that a physician attempted suture placement in the left common femoral artery (lcfa) using the pre-close technique, using proglide devices, prior to an abdominal aortic aneurysm procedure. The arteriotomy was 6 fr. And vessel characteristics were not provided. The first proglide sutures were deployed successfully. A second proglide was attempted but an unspecified failure occurred. Another proglide was attempted and placed successfully, the sutures were set aside. The index procedure was completed and hemostasis was achieved with the proglide sutures. There were no adverse patient effects. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger with anterior needle tip, suture with posterior needle tip, link and cuffs were not returned for analysis. Only the body of the device with the sheath and guides were returned. The components were examined and found to be normal. During testing, the lever to foot operated normally, the marker port was flushed and the water solution flowed through the inner marker lumen exiting the marker port. The body of the device, guides and sheath were normal for a used device and were undamaged. A proxy plunger was inserted to test the needle trajectory and the result was acceptable. Testing of the lever to foot and needle trajectory were normal. There were no needle strike marks at either end of the foot and the lever to foot operated normally. The needle trajectory and mandrel travel are inspected and verified for each device. Based on the investigation of the limited returned components, reported information and the inspection criteria, a cause of the reported unspecified failure could not be determined or confirmed. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there have been no previous incidents reported for unspecified failure. Based on the investigation, there does not appear to be any indication of a product quality deficiency. To help ensure that all products perform according to specifications they are subjected to inspection and a quality control audit inspection is performed to verify product quality.